Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a failure of the main keypad assembly. After replacing the main keypad assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device spontaneously shuts off. There was no report of patient use associated with the reported event.